Event description:
A complaint was received regarding unspecified higher glucose sensor scan values while wearing the adc device compared to an adc meter. As a result, on (B)(6) 2022, the customer experienced feeling tired, "fuzzy head," and nausea and was provided tea and biscuits by non-healthcare professional for treatment. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.